Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and all broken off fragments were removed from the patient. The procedure was successfully completed. Concomitant reported parts: 2x holding sleeves (part 03.636.002 lot unknown).

Manufacturer narrative:
Patient information not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Number 510k#unknown: the device history record review not completed and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery both tips of the screwdrivers broke off during the procedure of counter torque and bushing. Patient outcome is good and the surgery was not prolonged. This complaint involves 2 parts. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device: received 1 article of scrdrivershaft t25 f/urs, art. No.: 03.636.001, for manufacturing investigation. The article is in a used condition. The screwdriver tip is broken-off. Affected part description: scrdrivershaft t25 f/urs, part number: 03.636.001, lot number: 8717806. Reported issue: it was reported that during the surgery both tips of the screwdrivers broke off during the procedure of counter torque and bushing. Patient outcome is good and the surgery was not prolonged. Conclusion: during manufacturing investigation of scrdrivershaft t25 f/urs, art. No. 03.636.001, the hardness close to the broken screwdriver tip, stardrive sd25sb, has been measured. The measured value of 59.9 hrc is in accordance to the specification (56-60 hrc) as defined on product drawing. The scrdrivershaft t25 f/urs is designed with a cannulation of ø1.85 ±0.05 mm at the broken tip. The current value of ø1.87 mm is within specification. No production failure has been found. It has been determined that the breakage of the screwdriver tip is caused my mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: part #03.636.001 / lot #8717806, manufacturing location: (B)(4), manufacturing date: 14. Jan. 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.